Event description:
It was reported that out of range impedance was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed by reviewing diagnostic data. The impedances could not be reproduced after the device was explanted. The device was tested on the bench and in the automated test system; no anomalies were found. The device functioned normally. The root cause of intermittent high impedance could not be determined. .